Event description:
While attempting, to cross the distal superficial femoral artery (sfa) the product failed to cross the lesion. As the physician was removing the stent from the pt, the stent prematurely deployed outside of the body. The vessel was heavily calcified and tortuous, and the prod would not cross. Add'l force was added in an attempt to cross the lesion, but during the attempt, it was noticed that the stent was prematurely deploying because the outer sheath was inadvertently pulled-back. Advancement of the device was stopped, and the device was removed from the pt. During removal of the device, the stent completely dislodge outside the pt. There was no pt injury and another prod was utilized to complete the procedure. The pt was male. No further info was available.

Manufacturer narrative:
The prod was not returned for analysis. Add'l info will be submitted within 30 days.